Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported patient reports that they have to recharge every 1.5 days. Patient indicated the increase in recharge frequency started 6-8 months ago, she later said maybe a year ago. Technical services forgot to ask what the frequency of recharge was prior to the change. Pt said she didn't switch groups or change in her usage, she doesn't adjust stimulation. On (B)(6) 2021, (rep): it was reported that rep spoke with patient; pt said everything is working properly now.